Event description:
It was reported that the patient had stimulation in the wrong location. Their lead had been migrating for about a year prior to the report. The patient had an unrelated brain condition and due to that had experienced numerous falls over the year and a half prior to the report. Due to this condition, the patient had to use a walker. The patient¿s stimulation was off at the time of the report. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID 399930, lot# v227363, implanted: 2009 (B)(6); product type lead product ID 3708260, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2007 (B)(6); product type programmer, patient. (B)(4).